Manufacturer narrative:
The calibration data was acceptable. Based on the information provided a general reagent or instrument problem could not be ruled out. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative checked the pipetting and performed adjustments. He performed calibration and qc with acceptable results. The qc data did not indicate a performance issue of the reagent or instrument. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable roche elecsys troponin t hs stat results for one patient sample from the cobas e411 rack analyzer. The initial result was 563.3 ng/l and the second result was 9.32 ng/l. The questionable result was reported outside of the laboratory. The reagent lot number was 381539 with an expiration date of 31-may-2020.